Event description:
The customer reported a physicist discrepancy on the collimator normal, mag1 and mag2 modes and max entrance dose was measured at 10.5 r/min on the 9800 system from the physicist.

Manufacturer narrative:
The ge service rep inspected the 9800 system and adjusted the collimator assembly due to physicist discrepancy for normal, mag1 and mag2 modes. Collimator is now within spec. Concerning the entrance max dose, physicist measured 10.5r/min. Using ge/oec dosimeter, the ge rep measured 9.4r/min and 18.2r/min for hlf, at 30cm from the ii. He adjusted the normal max dose to 8.9r/min and hlf at 16.8r/min. The entrance dose and hlf is now within company spec. System operates as intended.